Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not on bus. A field service engineer visited the room yesterday and did not find any issues, nor was fse able to replicate the problem. Fse unplugged and plugged back in all the cables yesterday and still had no issues until this morning. During this visit, fse went ahead and replaced the pyxibus cable, the 2.1 drawer controller board, and the retractor band. Fse reinstalled and aligned all the drawers, put the station back together, and configured the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer continues to not be detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.